Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device issue was found during a diagnostic fibroscopy procedure. The procedure was completed with the same device. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material clogging the nozzle that could not be removed even if correct reprocessing was performed. Upon further inspection, buckling was observed on the channel or nozzle and a gap on the insertion section or boot. It was observed that the body control unit was damaged. It was also observed that the adhesive part of the bending rubber was worn. Lastly, it was observed that the light had a decrease in output. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had a malfunction in the forceps/instrument channel, air and water channel or aspiration problem. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle was clogged with foreign material, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.